Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is a (B)(6) employee. Device is a demo device. Part d000061, lot 1l14940: manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: november 09, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection, it is observed that the zipfix was cut and shows additional nicks which could have occurred while the user attempted to cut the zip fix. Functional testing of the received zipfix was performed. The locking part was sliding two ways on zip without locking at any point in both directions. Dimensional inspection could not be performed as the relevant features of the device were cut and not returned. The relevant drawing was reviewed; no design issues or discrepancies were found during this investigation. Visual inspection, functional inspection, dimensional inspection, and document specification review of the received device was performed. The complaint can be confirmed as the device was not functioning (will not tension/ tighten) as intended. A definitive root cause cannot be determined for the functional failure of the device. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on december 09, 2020, during a training simulation, a sternal zipfix with needle demo, did not stay in a locked position. There was no patient nor procedure involvement. During the investigation of the returned device, it is observed that the zipfix was cut and shows additional nicks which could have occurred while the user attempted to cut the zip fix. This report is for a sternal zipfix with needle demo. This is report 1 of 1 for (B)(4).